Manufacturer narrative:
Product analysis: model#: 24952b, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed that there was no complaint failure found; found error codes 5704 and 8218 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the remote monitor was returned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was overheating. The patient was told to unplug the remote monitor. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.